Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the proximal portion of the lad artery, the marverick2 monorall balloon ruptured at 4 atm's. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unk. It apparently was being used to dilate a stent. The total number of inflations performed and number of atm's reached for each inflation is unk. The pt was asymptomatic during this event. The maverick2 balloon was removed and replaced with a quantum balloon catheter. The maverick2 monorall balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No further info is available at this time.